Event description:
It was reported that during an unk procedure, misformed clips, no further information is available. Another device was used to complete the procedure. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.